Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the metal part (heater wire) on the jaws was loose. This was noticed when it was opened from the package. There were no patient effects. The product was returned. Received user facility medwatch report 360072-2011-0023 with returned product.

Manufacturer narrative:
Investigation: visual inspection revealed that the heater tip was detached. The jaws had no signs of clinical usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "heater loose" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).